Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. Corrected information provided in d. 9. The lens was returned in the lens case. Viscoelastic is dried on the lens. The lens has been cut into two pieces. The optic edge is broken with a portion removed, not returned. The lens is scratched in the center. The lens also has cracked areas near the edge. There are also marks which appear to have been made by an instrument used to grasp the lens. Associated products were not provided. It is unknown if qualified products were used. The returned lens was damaged. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Associated products were not provided. It is unknown if qualified products were used. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the complaint history and product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the intraocular lens (iol) implantation procedure, a scratch was noticed on the lens. The lens was exchanged and the procedure was completed without patient harm. Additional information has been requested; however, further information has not been received.